Event description:
When laryngoscope was removed from crash cart to intubate pt, light failed to turn on. Unit has intermittent problem with switch and bulb assembly. Another laryngoscope had to be retrieved from crash cart in different unit. Laryngoscope sits in crash cart for six mos before use. This was the second incident of the same nature with this model.